Event description:
Customer reported the buttons are difficult to work with on the insulin pump. Customer states he had to press the buttons several times before they respond or press down hard. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.